Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that component failure led to the malfunction. A device history review revealed no issues. To prevent risk/harm to the patient, issue is addressed in the instructions for use (IFU): "warning¿ before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Pg. 14 olympus will continue to monitor the field performance of this device.

Event description:
It was reported "cut in the cord" was observed. The issue was found at reprocessing. There was no patient involvement, no harm reported due to the event.

Manufacturer narrative:
The device has been returned to olympus and the evaluation is currently in process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported "cut in the cord" was observed. The issue was found at reprocessing. There was no patient involvement, no harm reported due to the event.